Event description:
It was reported that high impedance had been detected for over a year with the patient having temporary vocal cord paralysis with stimulation only and painful stimulation as a result. The device was turned off. The

Event description:
Product analysis was completed on the returned lead. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead fracture was not confirmed in the pa lab. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. Other than the dark appearance of pin coil in 3rd portion, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the product analysis results it can be concluded that there was no device failure with the lead. The reported events can be contributed to be due to the broken negative feed-thru wire found on the returned generator which is captured in MFR. Report# 1644487-2022-00632.

Event description:
Product analysis on the returned generator was completed. The reported allegation of ¿high impedance¿, listed in the remetrex issue file, was duplicated in the pa lab. In addition, the downloaded data indicates a lead impedance change from 8382 ohms (diagvinitialprechange) to 4007 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6) 2021 (explant date (B)(6) 2021). The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.762 volts, and the memory locations on the generator indicated that 84.787% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A break in the negative feed-thru wire was observed. The header was cut from the generator case and the polyurethane header material was dissolved to perform a sem (scanning electron microscopy) analysis on a broken feed-thru wire. Scanning electron microscopy images of the broken feed-thru wire shows an appearance suggesting that a stress-induced fracture (most likely due to cycling bending) has occurred on the broken wire. The mechanical damage noted on the negative feed-thru wire and on the negative gold brazing may have been the contributing factor for the broken negative feed-thru wire, which may have occurred during assembly of the header process. The negative feed-thru wire¿s intermittent connection was the contributing factor for the reported allegation of high impedance. MFR. Report # 1644487-2022-00632 captures the broken feedthru wire found during product analysis for the generator.

Event description:
It was reported that high impedance was detected pre-operatively to a planned generator replacement. During revision a lead fracture was identified. The generator and lead were replaced. The explanted lead has not been receive for analysis to date. No further relevant information has been received to date.